Event description:
It was reported that the patient experienced chest wall stimulation. The right atrial (ra) exhibited undersensing and no capture. Output was reprogrammed, but the patient was still feeling symptoms of "thumping". It was determined that the right atrial (ra) lead had dislodged and exhibited unstable thresholds. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.